Event description:
The patient reportedly experienced decrease in performance. In january, 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.